Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A purchasing officer reported that following an intraocular lens (iol) implant procedure, the patient experienced poor quality vision. The iol exchanged for another lens (monofocal) approximately 3 months following the initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that the iol was exchanged for the monofocal lens model with same power indicating the correct lens was not implanted initially. There is no reported defect or fault with the iol. The physician also confirmed that iol did not cause or contribute to the event.